Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. No medical intervention was required by the patient. The device was returned to product investigation laboratory (pil) and evaluated. Pil confirmed that foam degradation was observed.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging foam recall causing health issues. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Manufacture used the fitt (foam integrity test tool) took per fitt document to test the sound abatement foam for degradation and breakdown. Pil did find evidence of sound abatement foam degradation which was observed in the base unit. Pil can confirm sound abatement foam degradation, but it is unable to determine if it is the cause of the patient¿s symptoms. Pil finds that other contaminations located in this investigation were sourced from external environmental conditions and pulled the device log. 0 blower hours and 0 therapy hours were logged, suggesting device data was reset prior to manufacture receipt. The manufacture observed dust and dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure and airpath and observed evidence of water ingress in the blower box and on the bottom of the blower, suggesting the use of non-distilled water. Slight black contamination observed at the blower seal of the blower box is consistent with the keratin contamination observed. Manufacture is unable to confirm the complaint of unspecified health issues and can confirm the presence of degraded sound abatement foam in the base unit of the device. Manufacture can confirm the presence of dust/dirt contamination with origins external to the device. Pil can confirm evidence of water ingress in the blower box. In box h11 related device problem code grid, evaluation results code grid, conclusion code grid (dust contamination) was updated in this report.